Event description:
Caller reported an issue with the time settings on their pump being incorrect. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller in updating the pump time, and the caller was advised to monitor the situation and follow up if the time discrepancy occurred again. The caller understood and acknowledged the guidance.